Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring separated. Nothing fell into the patient. The procedure was completed by cauterizing the last branch or two and then using sutures. No additional kits were opened. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring separated. Nothing fell into the patient. The procedure was completed by cauterizing the last branch or two and then using sutures. No additional kits were opened. The hospital did not report any patient effects.